Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4194-88 lead implanted: 2010 (B)(6); 6947-65 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that noise was noted on the atrial electrogram during several stored episodes where therapies were delivered for ventricular tachycardia. The in office electrogram was clean with no reported noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Noise on atrial channel of undetermined origin.